Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Since lot #: 17130098m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Bwi concomitant product used: product name: carto® 3 system, us catalog #: fg540000, serial #: (B)(4); product name: stockert 70 rf generator, us catalog #: s7001, serial #: (B)(4); product name: coolflow® irrigation pump, us catalog #: unknown, serial #: unknown; product name: soundstar® eco diagnostic ultrasound catheter, us catalog #: unknown, lot #: unknown. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient, underwent an idiopathic ventricular tachycardia procedure with a thermocool smarttouch uni-directional navigation catheter and when catheter was connected to the patient interface unit it was not displaying temperature, which is not a reportable event. Ablation catheter was replaced with a similar device and procedure continued. Update to the event was made stating that patient demonstrated a pneumothorax that was discovered by fluoro which required pneumocentesis. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. . The catheter was tested for electrical performance, temperature response and stockert compatibility and failed during temperature test. Further examination revealed that the thermocouple wires were disconnected inside the dome. The force feature was not evaluated since catheter failed temperature test. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Catheter failed during temperature test; however the root cause of the pneumothorax remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that a patient, underwent an idiopathic ventricular tachycardia procedure with a thermocool® smarttouch® uni-directional navigation catheter and when catheter was connected to the patient interface unit it was not displaying temperature, which is not a reportable event. Ablation catheter was replaced with a similar device and procedure continued. Update to the event was made stating that patient demonstrated a pneumothorax that was discovered by fluoro which required pneumocentesis. The patient¿s medical history is unknown. The patient was reported to be in stable condition at the time the complaint was reported. The physicians¿ opinion was that the catheter had a bad temperature sensor, however this issue was not considered causative to the event.